Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported the patient underwent a revision procedure including washout infected tkr and revision of poly/bearing attune prosthesis. The original surgery was on (B)(6) 2018. The patient acquired a hospital (B)(6) infection. The right knee was washed out the poly bearing was changed and discarded. The procedure was successfully completed with no delay or additional patient consequences.